Event description:
Complaint description: the physician reported that while doing a breast augmentation procedure, the retractor burned the pt in the area of the nipple. In the procedure the physician described that the electrosurgical pencil was placed very close to the retractor. The retractor and electrosurgical pencil used are not mfg by or for olympus, they are mfg by valleylab. These instruments were used with an olympus. Ues-20 electro surgical unit, which was set at a normal coag. Of 25 watts. The procedure was completed at the time the physician saw the burn on the pt.